Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1: initial reporter facility name: (B)(6). G5: additional PMA / 510(k)#: bk050036. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes h3: device eval by manufacturer? Yes d9: returned to manufacturer on: 10-oct-2025. Investigation summary: bd received 10 samples for investigation for lot 5093429. The 10 customer samples for lot 5093429 were subjected to a draw test for low or no draw. All tubes were within specification. Additionally, 20 retained samples for lot 5093429 were tested. The functional tests on these samples confirmed that all tubes were within specification. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lot 5093429, for the indicated failure mode: underfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.